Event description:
Patient with subdural hematoma underwent evacuation with poor neurological post-op outcome. Six days later underwent evacuation of fluid again. After bronchoscopy for bronchoalveolar lavage, scope began to malfunction. Zoom feature activated spontaneously and picture became blurry. Md had difficulty visualizing airway. Heart rate and blood pressure decompensated even after flushing of scope in case of secretions on end of scope. Patient cardiac arrested. Anesthesia replaced airway, patient resuscitated. Three weeks later patient discharged ventilator dependent to a ventilator facility.